Event description:
It has been reported to co that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflate 4.5mm to occlude the vessel. The vessel was not fully occluded and the physician turned the knob to 5mm and the occlusion balloon deflated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.